Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: respiratory problems. Type I-related reactions and related mental and emotional distress. Plaintiff alleges developing a latex allergy.